Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The biological contaminants were cleaned off the emg contacts prior to electrical testing. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 18 ohms, red [w/white band] 26 ohms, blue 22 ohms, and blue [w/white band] 15 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via distributor that there was no reaction of the endotracheal tube even when the staff adjusted the position of the device during the thyroidectomy procedure. The connections were checked and the mainframe was switched off/on but the issue still persisted. Another device was used and worked properly. It was the first time the defective device was used. The procedure was delayed for about 8 minutes. There was no patient impact.